Event description:
Rt-1 was in the linac vault to set up the linac bed for a pt. During this time, rt-2 was assisting. At some point, rt-1 had her hand near the mechanical gear/adjustment mechanism and rt-2 began adjusting the bed unknowing of the status/position of rt-1. As a result, rt-1 had her finger caught in the mechanism and the mechanism severed her finger from the last knuckle up.

Manufacturer narrative:
This incident has been recognized as user error by varian medical systems. Labeling placed on the couch, as well as in the user manual, provide instruction and hazard warnings (with respect to hand placement), varian is looking into a prevent action to prevent this pinch-point issue from happening in the future.